Event description:
It was reported the single use aspiration needle had a black abrasion mark on the compress due to a leakage of saline solution. The issue occurred during an endobronchial ultrasound-guided transbronchial needle aspiration. The procedure was completed without delay with the same device. There were no reports of patient harm. Report 1 of 3.

Manufacturer narrative:
H10: report 1 patient identifier: (B)(6). Report 2 patient identifier: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Updated fields: d4, d8, d9, e1, e4, h3, h6, h11 corrected fields: d7a, d4 corrected d4 serial# should have been d4 lot# corrected d7a single use device should have been no based on the results of the investigation, olympus confirmed contamination was present within the device, but the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.